Manufacturer narrative:
Device analysis: the console was tested thoroughly on an engineering lab bench. The complete failure of the handshake mechanism was not reproduced. While in storage in danvers, the console's battery failed due to cell imbalance. The battery failure was due to a defective battery 1 (serial no: (B)(6) ). The root cause of the defective battery 1 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the complainant that the automated impella controller was having connectivity issues. During the investigation of the device, it was discovered that the battery was defective. There was no patient involvement.